Event description:
The facility reports a triple channel infusion pump was infusing neosynephirine on ch. A, propofol on ch. B and ch. C in standby mode. When ch. C was selected, the pump's screen went blank and then displayed "failure". The pump was un-plugged and plugged back into the wall outlet and then was turned back on and gave an "out of service" message on channels a&b with ch. C now functional. The neosynephrine and propofol lines were removed by using the manual tube release on the pump and the infusion was restarted on a different pump. In the time that passed while trying to get the infusions restarted the patient's icp went from the 5-8 range to 26-28 and the blood pressure went from 90-100's to 200 systolic. Initial information received form the facility reported that the patient expired after this incident due to pre-existing conditions. The malfunction of the pump was not reported as the cause of the death. Attempts have been made to gather additional information from the reporting facility. Specific requests for patient information and the events and time that elapsed between the reported failure and the patient's death were not answered.